Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with their right ventricular lead exhibiting rising pacing impedance and noise over-sensing causing pacing inhibition. The patient experienced pre-syncope due to these issues. The lead was capped and replaced on (B)(6) 2021. Patient was stable after the procedure.